Event description:
It was reported that a CT myelogram revealed that the catheter was fractured, broke off and was not in the intrathecal space. The distal piece of the catheter could not be found. The catheter in the spinal segment that was remaining noted 13 on it for a marker. Reportedly, 10 centimeters (cm) was currently missing. A catheter revision was performed and an 8598a, 24.9 cm was added to the existing 8709. The health care provider (hcp) was going to dilute the drug dilaudid 14 milligrams (mg) per milliliter (ml) to 400 microgram (mcg) /ml. The pump was to be programmed to minimum rate and the old drug would clear the system in 80.8 days. No prime was programmed. This device system delivered dilaudid. Additional information was requested. It was further reported that the patient was having low back pain. The catheter tip was not found. No troubleshooting or other actions were performed and the patient was currently reported as doing better.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8590-1, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Per the attorney, on (B)(6) 2014, the patient was taken in for a pump revision due to continual severe low back pain despite dose increases. During the procedure, upon releasing the anchor it was noted that the tip of the catheter was missing with the edge of the old catheter being ragged and cut; there was no distal piece of the catheter "to salvage". The patient presented to the hospital on (B)(6) 2014 with pain and swelling in the area of the pain pump. The patient was hospitalized from (B)(6) 2014. During the hospital admission, the patient's devices were removed. In addition, the patient underwent surgery to remove the catheter tip that was lodged in her lumbar spine. The patient was diagnosed with a pump pocket infection and "staphylococcus aureus meningitis". As a result of the event, the patient suffered "severe pain, infection, and other injuries"; suffered "severe and permanent injuries"; and suffered "severe personal injuries, pain and suffering, mental anguish and emotional distress".